Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a gastric bypass procedure, it locked out. A new device was opened to complete the case. There was no consequence to the pt.